Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned device confirms the reported event of a damaged balseals. Hhe (health hazard evaluation)/qrb (quality review board) (B)(4) recommended a device correction which was initiated on june 12, 2015. CAPA-(B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA-(B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor per post market surveillance (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that size 8 spring broken on articulating surface and size 7 nub broke off near spring articulating surface. No surgical delay. No pieces of broken instrumentation left in patient.